Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving stimulation only on the right side. The patient experiences pain on both sides but the left sided pain is worse. Reprogramming was unable to resolve this issue. The patient experienced auto-reducing while attempting to be reprogrammed. X-rays were taken and results are unknown. Follow up information identified the lead had multiple invalid impedances. The patient underwent a surgical procedure to remove and replace the lead. Reprogramming is pending.